Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
High-frequency, consistent noise reported on the atrial and far-field channel recordings from 1-nov-2023 and 7-nov-2023 on home monitoring. Evaluation is planned. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.